Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a static fill estimate issue affecting the pump. The displayed fill estimate was 105 units and remained unchanged despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer technical support educated caller on the origin of the issue related to measured pressure variances affecting insulin calculation and explained that countdown would resume once insulin in the cartridge equaled the static displayed number. Caller understood and acknowledged the explanation.